Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 15-aug-2018. On investigation, the display was confirmed to be cloudy with moisture in the display. Unrelated to the original complaint, the display screen was noted to be dim/discolored. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.